Event description:
After informed consent was given by the pt, all data inputted into the visx star laser to perform the lasik procedure on the left eye was checked by the physician and found to be correct. The microkeratome was assembled and tested in the usual manner of looking, listening, and feeling: all parts of the microkeratome were visually inspected, the sound of the motor was listened to for regularity in its movement and the microkeratome was felt during full movement of the motor and gears. It was found to function well at the point. The microkeratome was then tested in the pneumatic suction ring tract, two times, forward and back, and found to progress smoothly across the tract. The microkeratome was then carefully laid on its side on the table, the pneumatic suction ring was tested and found to have adequate suction. The pt was then brought into the laser room and positioned in the laser chair. Betadine prep was carefully performed. After the laser fluence was tested, the laser was found to be ready. A sterile drape was placed on the eye to isolate the lashes. Two drops of proparacaine ophthalmic solution were instilled in the left eye. The liebermann speculum was inserted. The pt was brought under the visx star laser, the cornea was carefully marked, the pneumatic suction ring was applied and the intraocular pressure checked with the barriquer device to assure the pressure was greater than 65 mmhg. Upon checking, the pressure measured greater than 65 mmhg. The microkeratome was brought into the field, the microkeratome motor was checked and the pt was told to listen to the sound of the motor. The microkeratome was placed in the tract of the pneumatic suction ring. The microkeratome proceeded across the eye. A small amount of fluid came out of the eye at the microkeratome blade. The microkeratome was reversed and suction was taken off. A corneal laceration was immediately noted with lens and iris protruding from the laceration.